Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/6 of their automated peritoneal dialysis therapy. Reportedly, the hp's transfer set became disconnected from the adapter during therapy. The hp then reconnected the adapter to their transfer set. Baxter's tsc assisted the hp in ending therapy early. The hp's transfer set was changed out the next day. No pt injury was associated with this incident, however, the hp was treated prophylactically with antibiotics as a result of the incident, per the hp's nurse.